Manufacturer narrative:
Correction: brand name; model #; catalog #; lot #; device manufacture date. Additional information: concomitant medical products and therapy dates, device evaluation: the suspect medical device as well as its handle were returned to the manufacturer for evaluation/ investigation. The evaluation/investigation confirmed that the stationary jaw of the needle holder had broken off. The exact cause of this damage could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the needle holder without showing any abnormalities. In addition, a material analysis has been performed. The results of these investigations did not indicate any explicit root cause for the damage. The material composition as well as the material hardness has been proven to be within product specification. The case will be closed from olympus side with no further actions but the reported phenomenon will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the jaws of the needle holder broke and a fragment fell inside the patient's body cavity while the operating surgeon was suturing. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.